Manufacturer narrative:
Additional information: event description updated to "lower gi bleed." Patient was not on dapt 24 hours prior to event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was also treated with a change in medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 9 months post index procedure, patient suffered from acute on chronic blood loss anemia. It was reported that the cause of bleeding was external hemorrhoids. Patient was on dapt 24 hours prior to event. Event was treated with blood transfusion. Investigator and sponsor assessed that the event was not related to index device, but possibly related to antiplatelets medication. Patient recovered.